Event description:
It was reported to st. Jude medical that there was noise on the ventricular channel. The egm displayed noise signals characteristic of a lead insulation break. The lead is scheduled to be replaced.